Event description:
Balloon burst at 8atm.

Manufacturer narrative:
The report we received indicated that the following information was reported: antegrade puncture of right femoral artery. Introduction of pta catheter through 5f avanti catheter sheath introducer (csi) and terumo guidewire. Forwarded into femoral superficial artery. Balloon burst at 8atm. Male patient with calcified vessels. Manometer was used. Burst balloon was removed over guidewire. Procedure was terminated by withdrawal of guidewire and csi. No other balloon catheter necessary. There were adverse effects to the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.